Event description:
It was reported that the patient's lead had migrated, which was confirmed with imaging. As a result, the patient was experiencing ineffective therapy. Surgical intervention took place on (B)(6) 2023 where the lead was reposited to address the issue. Effective therapy was restored.

Manufacturer narrative:
Date of event estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.